Manufacturer narrative:
(B)(4). This lot was manufactured (B)(6) 2015 a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had its reservoir rupture after 110 hours of infusion. The unit was filled with 240ml of unspecified solution. There was no patient injury or medical intervention associated with this event. No additional information is available.